Event description:
It was reported that during a recent follow-up visit, an error message was observed on this device. A copy of device memory was saved and submitted to technical services for review. Analysis confirmed that this device is exhibiting premature battery depletion. A ts consultant discussed that the alert (error code message) is appropriate; however, therapy delivery is currently unaffected. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service, and the patient continues to be monitored. No adverse patient effects were reported. Additional information: no further information has been provided regarding this event. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Despite good faith efforts to obtain additional information, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a recent follow-up visit, an error code message was observed on this device. A copy of device memory was saved and submitted to technical services (ts) for review. Ts confirmed premature battery depletion, and recommended device replacement. This device currently remains implanted and in service, and the patient continues to be monitored. No adverse patient effects were reported.